Event description:
The account alleged the siderail was not locking in the up position. No patient's impact.

Manufacturer narrative:
The technician found the siderail end tube was broken. The technician replaced the siderail end tube to resolve the issue.